Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the right ventricle. A pericardial centesis was performed and the patient was then hemodynamically stable. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. An observation on the set screw mark was noted on the terminal pin. A cut was also noted in the lead through the conductor coil from the terminal pin and helix was retracted. Tissue noted that entwined in the helix. Further, the tip and helix appeared to be intact and undamaged.